Event description:
It was reported this right ventricular (rv) lead exhibited oversensing noise and loss of capture (loc) and low out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested a review of the device stored ventricular episodes and evaluation of the rv lead. It was noted patient experienced bradycardia symptoms. Upon review, ts noted that the oversensed rv noise artifacts appeared to have led to inappropriate anti-tachycardia pacing (atp) therapy. Ts discussed programming and therapy optimization considerations with the hcp. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received that reported that this rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported this right ventricular (rv) lead exhibited oversensing noise and loss of capture (loc) and low out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested a review of the device stored ventricular episodes and evaluation of the rv lead. It was noted patient experienced bradycardia symptoms. Upon review, ts noted that the oversensed rv noise artifacts appeared to have led to inappropriate anti-tachycardia pacing (atp) therapy. Ts discussed programming and therapy optimization considerations with the hcp. At this time, the rv lead remains in service. No additional adverse patient effects were reported.